Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd896407 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to have developed peritonitis on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route and frequency not reported). The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.